Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's connection with the reservoir broke. The ring was missing. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The device was received missing reservoir tube o-ring, cracked select button keypad overlay, keypad overlay texture damage and minor scratches lcd window.